Event description:
It was reported per field service report symptom - unit stopped pumping during pt transport. There were no alarms, the display did not freeze and bpw (balloon pressure waveform) went flat. The paramedic noticed that the led's on the display were off and pressing the keypad buttons had no effect. The unit had to be turned off, then turned back on to resume pumping. Additional information received on 03/09/2012 by field service from the medical flight facility stated that while preparing to depart loading dock the intra-aortic balloon pump (iabp) suspended pumping. There were no alarms of any kind. Both triggers r-wave/ap (arterial pressure) were tracing with numerical values consistent with native iabp; augmentation was lost. Pump showed EKG trigger was in use, bpw was flat. Unable to place pump in standby, on/off or reset. Performed hard re-boot with typical purge process. Pump placed to on-standby-pump with resumption of pumping. All tracings were typical and initial settings were retained. After 20-30 seconds iabp again suspended pumping. There were no alarms of any kind. Trigger tracings were present as before with consistent numerical values sans augmentation. Balloon tracing was flat. Manipulated cables, EKG cable found to be approximately 1/16 inch away from stop, pushed it to stop, pump resumed pumping. No further episodes during transport. No adverse pt effect. Pump taken out of service. There was no report of pt death, complications or injury. No harm to the pt from the delay or interruption in therapy. The pt outcome was okay.

Manufacturer narrative:
Manufacturer control number (B)(4). Was unable to duplicate symptom. All voltages check within specification per autocat2 series service manual. Found no loose connections. Installed front handle provided by customer that was purchased from arrow. Unit passed bp transducer test. Replaced display head and cpu (central processing unit) board as a precaution. Unit passed functional checkout. Per the field service rep the event trip date was (B)(6) 2012. Follow-up report will be filed if additional info becomes available.